Manufacturer narrative:
(B)(4). Pt age: the patient was born on an unreported date in (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient had been hospitalized for an unrelated event. During the hospitalization, the patient experienced peritonitis which was manifested by abdominal pain and cloudy pd fluids. The cause of the peritonitis was unknown. On the same day, the patient was shifted to another hospital for peritonitis treatment. On an unreported date, the patient was treated with unspecified antibiotic drugs (doses, frequencies and routes not reported) for peritonitis. The event of peritonitis was still ongoing and the patient was still hospitalized. Outcome for the event of peritonitis was not reported. The dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported the patient the patient was discharged from the hospital twelve days after admission. On the same day pd therapy was withdrawn. On an unreported date, the patient was transferred to hemodialysis (due to catheter problem). It was reported the patient was recovered from this peritonitis event. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.